Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple temperature alarms and the pump was not in extreme temperature. The customer's blood glucose level was not impacted. It was indicated that the customer would use an alternative pump for insulin therapy.